Manufacturer narrative:
Received one vortex port inside a plastic container. Visual/microscopic exam: as received, the catheter and blue boot were attached to the port stem. The catheter appeared to have tissue/fibrin sheath adhered to it. The septum appeared deteriorated as reported by the customer, likely due to multiple punctures. The customer's reported complaint description of catheter difficult to remove is confirmed. There is tissue/fibrin sheath on the outside of the catheter tubing. Fibrin sheath is common result of indwelling catheters and is the likely root cause of the difficult removal of the tubing during the explant procedure. The appearance of "deterioration" of the septum is due to multiple needle punctures during use of the device. A device history record review was not conducted since there was no reported lot number provided and ship history lot review was not performed since the item number was not provided. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user, contains the following statements. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. After implantation and during system use each access to the vortex® mp port system should be performed using aseptic technique. · use only non-coring needles with the vortex® mp port system. The noncoring needle design helps maintain the self-sealing septum. Under qualified procedures the vortex® mp port system allows up to 2,000 punctures with an angiodynamics® 22 gauge noncoring needle, when tested at 10 psi. This pressure exceeds the typical levels experienced in clinical practice. · do not use a syringe smaller than 10 ml. Smaller syringes may create an over-pressurized condition in the system. Warning: for chest placement, avoid medial catheter placement instructions for implantation of the vortex® mp port into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route to the subclavian vein. Note: a port placed too deeply may be difficult to palpate and access. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported: removed vortex port from patient. The catheter seemed it had eroded and the plastic around the port looks as if it also deteriorated. There was no serious harm or injury to the patient due to this event. It was reported the defective disposable device is available for return to the manufacturer for evaluation.